Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "ok" button was reported to be unresponsive, the keypad was found to be responsive during evaluation. The keypad was found to be fully intact. The keypad was removed and contamination was observed under the button contacts.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "ok" button was reported to be unresponsive, the keypad was found to be responsive during evaluation. The keypad was removed and contamination was observed under the button contacts. This report is being made based on the evaluation results.